Event description:
#Medwatcher #followup1 #fdamw5038362 #(B)(4) I was hospitalized in october 2014 with multiple pulmonary embolisms(12) from becoming pregnant with essure. I was miscarrying for a month which made me very anemic. I almost died!!!! I spent 2 days in ICU then 4 days in the oncology unit. I have been on blood thinners since. I had a bilateral salpingectomy on (B)(6) 2014 to remove essure from my body. Immediately after surgery all my pelvic pain was gone. After surgery I found out the left side essure was all the way in the tube and the right side was almost all the way inside the tube. I had a big cyst on my right ovary that had to be drained. The pathology report stated that my tubes also had cyst all over them. Since surgery my periods are back to normal and I don't pass huge blood clots. I don't even have menstrual cramps anymore. My periods are back to lasting 6-7 days not 15-17 days. I can have sex without excruciating pain or any bleeding. I haven't fallen or lost my balance. I have had to have my teeth repaired because my dentist says I had discoloration from the nickel poisoning. I haven't had any joint or muscle inflammation since surgery. I was hospitalized in (B)(6) 2015 for stroke like symptoms which drs believe I have extensive nerve damage from heavy metal poisoning (nickel). My ear, nose and throat dr says I'm still suffering from a severe allergic reaction. I still have muscle spasms all over my body. I'm still on pain meds almost daily because of nerve damage. A few drs have suggested to do a detox to help remove any trace of nickel from my body but I can't because of being on blood thinners. I'm still waiting to see a neurologist, allergist and to have a nerve conduction test. After some research I've learned that my implanting dr didn't do the actual hsg test although I was told that's what he did. I've since learned that using saline and an ultrasound isn't an accurate test to tell if tubes are blocked or not. Please make this madness stop!!

Event description:
(B)(4). About 2 months after getting the essure my whole life started changing. I could not have sex because it caused too much pain. I fell while trying to pick up my 7 month old baby because of sharp pains in my back. I have had constant pain for over a year and have been on hydrocodone to try to help ease it but it only dulls the pain at best. I have muscle spasms all over my body. I've had several x-rays and an MRI and all have come back normal. I have severe muscle and joint pain all over my body. I have muscle inflammation and have been on many anti inflammatory meds but they don't help. I've had several falls because I feel off balance. I wasn't made aware that this device has nickel in it and I know I have an allergy to nickel.